Event description:
It was reported that the patient of this implantable cardioverter defibrillator (ICD) device visited the emergency room (ER) due to inappropriate shocks. The health care professional (hcp) requested technical services (ts) review of device data to confirm device operation. The device data showed the ICD had delivered two shocks and a burst of anti-tachycardia pacing (atp) possibly due to atrial fibrillation (af) with rapid ventricular response (rvr). It was noted that the therapy did not convert the rhythm. The hcp stated that the patient would be admitted for further electrophysiology (ep) evaluation. No additional adverse patient effects were reported. The device remains in service.